Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent tvh and laparoscopic btl due to sui and uterine prolapse and on (B)(6) 2009 due to vaginal vault prolapse. Following insertion patient experienced pain, erosion, exposure, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2013 due to exposure, prolapse and shortened vaginal canal.